Event description:
After getting mentor implants I became chronically fatigued, I'm always flu like exhausted and have brian fog that is so bad it affects my job performance. Also have several migraines and hair loss. FDA safety report ID# (B)(4).